Event description:
During a hemorrhoidectomy procedure the device would not remove after stapling. The surgeon spent 15 minutes to work the device free. The surgeon had to repair the staple line with sutures. There was a total delay of the procedure by 45 minutes. There were no pt consequences as a result.